Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the surgeon was having issues with the heartbeat verification process while trying to implant a generator during a prophylactic generator replacement. The surgeon was getting both "????" And "****" during the attempts. All sensitivity settings were used (1-5) per the surgeon with no improvement. There was no pre-surgical evaluation performed to confirm the proper location for the device. The surgeon and the field representative were informed of the troubleshooting steps but the troubleshooting did not resolve the issue. A new generator was implanted as a result. Heartbeat verification was successful with the new device at setting 1. The suspect device is being returned by the hospital but has not been received to date. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
The suspect generator was received on 04/19/2016. The reported allegation of ¿undersensing no r-wave detected¿, listed in the remetrex issue file, was duplicated in the pa lab. Heart beat sensitivity setting four (as received) was evaluated with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the pa lab showed sense delay starts of 11.6 seconds with a no load condition and 8.2 seconds with a 2k load condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests; supply current off was 52.407 which is higher than the allowed 5.0ua. The supply current off sense was 52.407 which is higher than the allowed 8.0ua. The c3 capacitor (v bat) was -343.352 uf which is lower than the allowed 6.0 uf. The r2 verification was 12.688 mohms which is higher than the allowed 17.000 mohms. Trim diagoncurrent measured 1.0 and should be 0. The pulse generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of, undersensing no r-wave detected, may have been verified. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process may have been the contributing factor for the reported allegation of ¿undersensing no r-wave detected¿.